Event description:
It was reported by repair work order that the fowler drifted with weight due to the fowler motor being damaged. There was patient involvement; however, no adverse consequences or clinically relevant delays in treatment were reported.